Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user was in rxverify page and was unable to issue the medication to the patient. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was on the rxverify page and required guidance to proceed. A technical support specialist walked the user, through the rxverify steps and advised her to contact the pharmacy to expedite the response to resolve. The system functioned as intended after the technical support specialist troubleshot the device.